Manufacturer narrative:
Follow-up #1 date of submission 09/14/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2016 with the following findings: a visual inspection of the pump showed that there was moisture behind the display lens. The pump powered on to a blank display; the complaint could not be fully investigated due to this. The pump failed a leak test due to a crack in the pump casing. The pump cover was opened and evidence of moisture was found inside the pump. Unrelated to the complaint, the battery compartment was cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.